Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
The physician intended to use a nanocross balloon catheter to treat a calcified lesion in the a. Tibialis anterior right through antegrade puncture of the a. Femoralis right. It is reported that the balloon burst in the vessel at 5 atm, after first inflation. It is reported that balloon inflation was with 1/3 dye and 2/3 saline. Evaluation summary: the nanocross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The balloon chamber exhibited blood residue in the chamber. A 10cc water filled syringe was attached to the proximal hub thru luer lock to flush the center lumen. Resistance was encountered. A 20cc water filled syringe with manometer was attached to the thru luer lock and pressurized to 24 atm. After approximately 0.5 hour the catheter was still at 24 atm. The catheter was visually and tactilely examined. When the distal end of the catheter was tactilely examined the pressure released. A 0.014 test guide wire was loaded through the distal tip with ease. The 20cc water filled syringe was attached to the balloon luer lock on the y-manifold and a vacuum was pulled. After approximately 0.5 hours the vacuum was still being held. The inflation lumen was flushed using pressure and vacuum until a clear inflation path to the balloon chamber was achieved. The balloon chamber was gently inflated using a 10cc water filled syringe and water was observed weeping at the distal end of the balloon chamber. Microscopic examination noted a pinhole leak in the balloon chamber in the area of the distal balloon marker. The balloon chamber was immersed in a small water bath and a 10cc air filled syringe was attached to the balloon luer lock, a stream of air bubbles confirmed the pinhole leak in the distal end of the balloon chamber. (B)(4).